Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-05053. It was reported the patient ((B)(6)) experienced loss of therapy due to the lead migration. Consequently, surgical intervention was taken on (B)(6) 2016 wherein the leads were explanted and replaced which resolved the issue. Reportedly, therapy was restored postoperatively.